Event description:
It was reported that during a remote device data review, it was noted that this implantable device was operating in safety mode. The physician will schedule a replacement procedure, but this has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effetcs were reported.